Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. The complaint percentage falls within the design risk limits adhered to at klm. The device history records could not be reviewed due to the lot number not being provided by the customer. The root cause for the failure cannot be determined due to no device being returned. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Reference exemption number e2017029.

Event description:
It was reported that the patient had an off mid-line sternotomy in which the ribs were separated from the sternum at the coastal condylar cartilage. The doctor fixated the lss plates to the ribs in a vertical fashion, which is not the method for which they are indicated. IFU states "plates are not designed for transverse fracture fixation, rib-to-rib fixation, or the spanning of continuity defects." According to the doctor the lower portion of the plate placed on the ribs was removed due to a patient infection unrelated to the product.